Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and noted bubbles in the tubing lines of the ratio pump. The fse replaced the ratio pump to resolve the issue and verified instrument operation.

Event description:
The customer obtained elevated na (sodium), cl (chloride), and/or calc (calcium) results for nine (9) patients involving the unicel dxc 600i synchron access clinical system. The patient samples were rerun on the same and alternate unicel dxc system and obtained lower na, cl, and calc results. The elevated results were not reported outside the laboratory. There was no effect to patient treatment in connection to the event. Quality control (qc) was within laboratory's established ranges on the day of the event.